Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during an attempted implant, the lead was unable to fixated adequately due to a complex coronary vein. In addition, the lead exhibited high impedance, a lack of sensing, and non-capture. The lead was removed and replaced. No patient complications have been reported as a result of this event.